Event description:
Pseudoseptic arthritis caused by synvisc injection [pseudoseptic arthritis] ([stiff knees], [arthrocentesis], [irradiating pain], [injection site joint pain], [injection site joint effusion], [pain upon movement]). Stiff with mobility problem [joint range of motion decreased]. Aching all over body [general body pain]. Could not bear any weight on leg [weight bearing difficulty]. Sciatica developed in leg and hip [sciatica]. Could not walk at all for 5 days [walking difficulty] . Case narrative: initial information received on 28-jul-2022 from canada regarding an unsolicited valid serious case received from a other health professional. This case involves an unknown age and unknown gender patient who experienced pseudoseptic arthritis caused by synvisc injection, stiff with mobility problem, aching all over body, could not bear any weight on leg, sciatica developed in leg and hip and could not walk at all for 5 days with the use of medical device hylan g-f 20, sodium hyaluronate [synvisc]. The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. At the time of the event, the patient's knee was stiff with mild discomfort. On (B)(6) 2022, the patient received hylan g-f 20, sodium hyaluronate injection in the knee at a dose of 2 ml once (lot - 00962325) (expiry date, strength, indication: unknown). On (B)(6) 2022 after a latency of same day immediately after the injection, their knee became very painful (injection site joint pain), stiff with mobility problem (joint stiffness), (joint range of motion decreased). Pain in knee when walking (pain). Sciatica developed in leg and hip (sciatica). Suddenly the complainant could not bear any weight on leg (weight bearing difficulty). Went to hospital for tests. On (B)(6) 2022 after a latency of few days a rheumatologist whom the patient saw 5 days later drained the knee (aspiration joint), (injection site joint effusion) (onset: (B)(6) 2022, latency: 6 days). Diagnosis was provided as pseudoseptic arthritis caused by synvisc injection (arthritis, latency: same day, assessed as medically significant). On an unknown date after an unknown latency patient could not walk at all for 5 days (gait disturbance). Pain spread to other hip (arthralgia) and then aching all over body (pain). Since injection: still pain in knee varying in severity (injection site joint pain). Action taken: unknown for all the events. Corrective treatment: not reported for all the events. At time of reporting, the outcome was unknown for the event sciatica developed in leg and hip, was unknown for the event pseudoseptic arthritis caused by synvisc injection, was unknown for the event stiff with mobility problem, was unknown for the event pain in knee when walking, was unknown for the event could not bear any weight on leg and was unknown for the event aching all over body. Seriousness criteria: medically significant for the event pseudoseptic arthritis caused by synvisc injection.

Manufacturer narrative:
(B)(6) company comment dated (B)(6) 2022: this case involves an unknown age and unknown gender patient who experienced pseudoseptic arthritis caused by synvisc injection, after the use of medical device hylan g-f 20, sodium hyaluronate [synvisc]. Based on the available information, the causal role of drug cannot be excluded for the event. However, further information regarding patient's concomitant medications, underlying condition, concurrent clinical presentation, past medications, post injection routine, injection technique, and other risk factors would aid in better assessment of the case.

Event description:
Pseudoseptic arthritis caused by synvisc injection [pseudoseptic arthritis] ([stiff knees], [arthrocentesis], [irradiating pain], [injection site joint pain], [injection site joint effusion], [pain upon movement]). Stiff with mobility problem [joint range of motion decreased]. Aching all over body [general body pain]. Could not bear any weight on leg [weight bearing difficulty]. Sciatica developed in leg and hip [sciatica]. Could not walk at all for 5 days [walking difficulty]. Case narrative: initial information received on 28-jul-2022 from canada regarding an unsolicited valid serious case received from a other health professional. This case involves an unknown age and unknown gender patient who had pseudoseptic arthritis caused by synvisc injection, stiff with mobility problem, aching all over body, could not bear any weight on leg, sciatica developed in leg and hip and could not walk at all for 5 days with the use of medical device hylan g-f 20, sodium hyaluronate [synvisc]. The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. At the time of the event, the patient's knee was stiff with mild discomfort. On (B)(6) 2022, the patient received hylan g-f 20, sodium hyaluronate injection in the knee at a dose of 2 ml once (lot-arsp017b) having the strength 16mg/2ml (expiry date, indication: unknown). On (B)(6) 2022 after a latency of same day immediately after the injection, their knee became very painful (injection site joint pain), stiff with mobility problem (joint stiffness), (joint range of motion decreased). Pain in knee when walking (pain). Sciatica developed in leg and hip (sciatica). Suddenly the complainant could not bear any weight on leg (weight bearing difficulty). Went to hospital for tests. On (B)(6) 2022, after a latency of few days a rheumatologist whom the patient saw 5 days later drained the knee (aspiration joint), (injection site joint effusion) (onset: on (B)(6) 2022, latency: 6 days). Diagnosis was provided as pseudoseptic arthritis caused by synvisc injection (arthritis, latency: same day, assessed as medically significant). On an unknown date after an unknown latency patient could not walk at all for 5 days (gait disturbance). Pain spread to other hip (arthralgia) and then aching all over body (pain). Since injection: still pain in knee varying in severity (injection site joint pain). Action taken: unknown for all the events. Corrective treatment: not reported for all the events. At time of reporting, the outcome was unknown for the event sciatica developed in leg and hip, was unknown for the event pseudoseptic arthritis caused by synvisc injection, was unknown for the event stiff with mobility problem, was unknown for the event pain in knee when walking, was unknown for the event could not bear any weight on leg and was unknown for the event aching all over body. Seriousness criteria: medically significant for the event pseudoseptic arthritis caused by synvisc injection. A product technical complaint (ptc) was initiated on 28-jul-2022 for synvisc (lot/batch number: arsp017b) with global ptc number: (B)(4). The sample status of the ptc was not available. Complaint was set in process. A product technical complaint (ptc) was initiated on 04-aug-2022 for synvisc (lot/batch number: unknown) with global ptc number: (B)(4). The sample status of the ptc was not available. Complaint was set in process. The complaint (B)(4) had been canceled for the following reason: duplicate complaint additional information was received on 04-aug-2022 from other health professional from quality department. Strength, batch number and ptc number was added. Additional information was received on 22-aug-2022 from other health professional from quality department. Ptc details added. Additional information was received on 26-aug-2022 from other healthcare professional. Batch number was updated. Text amended accordingly.

Manufacturer narrative:
Sanofi company comment dated 04-aug-2022: this case involves an unknown age and unknown gender patient who experienced pseudoseptic arthritis caused by synvisc injection, after the use of medical device hylan g-f 20, sodium hyaluronate [synvisc]. Based on the available information, the causal role of drug cannot be excluded for the event. However, further information regarding patient's concomitant medications, underlying condition, concurrent clinical presentation, past medications, post injection routine, injection technique, and other risk factors would aid in better assessment of the case.

Manufacturer narrative:
Sanofi company comment dated 04-aug-2022: this case involves an unknown age and unknown gender patient who experienced pseudoseptic arthritis caused by synvisc injection, after the use of medical device hylan g-f 20, sodium hyaluronate [synvisc]. Based on the available information, the causal role of drug cannot be excluded for the event. However, further information regarding patient's concomitant medications, underlying condition, concurrent clinical presentation, past medications, post injection routine, injection technique, and other risk factors would aid in better assessment of the case.

Event description:
Pseudoseptic arthritis caused by synvisc injection [pseudoseptic arthritis] ([stiff knees], [arthrocentesis], [irradiating pain], [injection site joint pain], [injection site joint effusion], [pain upon movement]); stiff with mobility problem [joint range of motion decreased]; aching all over body [general body pain]; could not bear any weight on leg [weight bearing difficulty]; sciatica developed in leg and hip [sciatica]; could not walk at all for 5 days [walking difficulty]. Case narrative: initial information received on 28-jul-2022 from canada regarding an unsolicited valid serious case received from a other health professional. This case involves an unknown age and unknown gender patient who had pseudoseptic arthritis caused by synvisc injection, stiff with mobility problem, aching all over body, could not bear any weight on leg, sciatica developed in leg and hip and could not walk at all for 5 days with the use of medical device hylan g-f 20, sodium hyaluronate [synvisc]. The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. At the time of the event, the patient's knee was stiff with mild discomfort. On 28-apr-2022, the patient received hylan g-f 20, sodium hyaluronate injection in the knee at a dose of 2 ml once (lot - 00962325) having the strength 16mg/2ml (expiry date, indication: unknown). On 28-apr -2022 after a latency of same day immediately after the injection, their knee became very painful (injection site joint pain), stiff with mobility problem (joint stiffness), (joint range of motion decreased). Pain in knee when walking (pain). Sciatica developed in leg and hip (sciatica). Suddenly the complainant could not bear any weight on leg (weight bearing difficulty). Went to hospital for tests. On may 2022 after a latency of few days a rheumatologist whom the patient saw 5 days later drained the knee (aspiration joint), (injection site joint effusion)(onset: (B)(6) 2022, latency: 6 days). Diagnosis was provided as pseudoseptic arthritis caused by synvisc injection (arthritis, latency: same day, assessed as medically significant). On an unknown date after an unknown latency patient could not walk at all for 5 days (gait disturbance). Pain spread to other hip (arthralgia) and then aching all over body (pain). Since injection: still pain in knee varying in severity (injection site joint pain). Action taken: unknown for all the events. Corrective treatment: not reported for all the events. At time of reporting, the outcome was unknown for the event sciatica developed in leg and hip, was unknown for the event pseudoseptic arthritis caused by synvisc injection, was unknown for the event stiff with mobility problem, was unknown for the event pain in knee when walking, was unknown for the event could not bear any weight on leg and was unknown for the event aching all over body. Seriousness criteria: medically significant for the event pseudoseptic arthritis caused by synvisc injection. A product technical complaint (ptc) was initiated on 04-aug-2022 for synvisc (lot/batch number: 00962325) with global ptc number: (B)(4). The sample status of the ptc was not available. Complaint was set in process. Additional information was received 0n 04-aug-2022 from other health professional from quality department. Strength, batch number and ptc number was added.

Event description:
Pseudoseptic arthritis caused by synvisc injection [pseudoseptic arthritis] ([stiff knees], [arthrocentesis], [irradiating pain], [injection site joint pain], [injection site joint effusion], [pain upon movement]) stiff with mobility problem [joint range of motion decreased] aching all over body [general body pain] could not bear any weight on leg [weight bearing difficulty] sciatica developed in leg and hip [sciatica] could not walk at all for 5 days [walking difficulty]. Case narrative: initial information received on 28-jul-2022 from canada regarding an unsolicited valid serious case received from other health professional. This case was related to case (B)(4) (same patient). This case involves a female patient who had pseudoseptic arthritis caused by synvisc injection, stiff with mobility problem, aching all over body, could not bear any weight on leg, sciatica developed in leg and hip and could not walk at all for 5 days with the use of medical device hylan g-f 20, sodium hyaluronate [synvisc]. The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. At the time of the event, the patient's knee was stiff with mild discomfort. On (B)(6) 2022, the patient received hylan g-f 20, sodium hyaluronate injection in the knee at a dose of 2 ml once (lot-arsp017b, expiry date: 30-sep-2023; indication: unknown) having the strength 16mg/2ml. The same day immediately after the injection, their knee became very painful (injection site joint pain), stiff with mobility problem (joint stiffness), (joint range of motion decreased). Pain in knee when walking (pain). Sciatica developed in leg and hip (sciatica). Suddenly the complainant could not bear any weight on leg (weight bearing difficulty). Went to hospital for tests. On (B)(6) 2022, after 1 month 13 days, a rheumatologist whom the patient saw drained the knee (aspiration joint and injection site joint effusion). On (B)(6) 2022, after 1 month 20 days, patient was diagnosed with pseudoseptic arthritis caused by synvisc injection (medically significant) by the rheumatologist. Soon after, she started having pain in the left leg and left hip then it spread onto the right hip and all over body. As corrective treatment, patient underwent massage, physiotherapy and received cbd (cannabidiol). She mentioned having done a platelet rich plasma procedure on the (B)(6) 2022 and may have to return for another one if pain persists. She also confirmed having reported the adverse events to health canada. On an unknown date after an unknown latency patient could not walk at all for 5 days (gait disturbance). Pain spread to other hip (arthralgia) and then aching all over body (pain). Since injection: still pain in knee varying in severity (injection site joint pain). The patient was in possession of the complaint sample and had agreed to providing sanofi with the sample. Action taken: unknown for all the events. Corrective treatment: massage, physiotherapy, cbd (cannabidiol), platelet rich plasma for arthritis; not reported for rest of the events. Outcome: not recovered/not resolved for arthritis; unknown for rest of the events. A product technical complaint (ptc) was initiated on 28-jul-2022 for synvisc (lot/batch number: arsp017b, expiry: 30-sep-2023) with global ptc number: (B)(4) and investigation ID: (B)(4). On 2022-08-26, hb: the correct lot number: arsp017b has been received from health canada on 2022-08-25. The investigation leader has been informed by e-mail on 2022-08-26, therefore the lot number has not been updated yet in the investigation record. On 2022-08-25, health canada informed canada country quality that the complaint sample is available. Therefore the complaint status has been updated from "not available" to "requested & awaited" and qa coordination will attempt to retrieve the sample for examination. On 2022-08-03 il: lot number and additional info requested the lot *962325* that was reported is not a valid lot number according to the manufacturing site and has been changed to *unknown*. The cqh was asked to contact health canada in order to obtain more info on the complaint, such as: the patient's name in order to correlate this complaint with another similar complaint (B)(4) received last (B)(6), get a valid lot number, and find out if the sample is available for investigation. The final investigation was completed on 30-aug-2022 with summarized conclusion as no assessment possible. A product technical complaint (ptc) was initiated on 04-aug-2022 for synvisc (lot/batch number: unknown) with global ptc number: (B)(4). The sample status of the ptc was not available. Complaint was set in process. The complaint (B)(4) had been canceled for the following reason: duplicate complaint. Additional information was received on 04-aug-2022 from other health professional from quality department. Strength, batch number and ptc number was added. Additional information was received on 22-aug-2022 from other health professional from quality department. Ptc details added. Additional information was received on 26-aug-2022 from other healthcare professional. Batch number was updated. Text amended accordingly. Additional information was received on 25-aug-2022 and 30-aug-2022 (both processed together with 25-aug-2022) from other healthcare professional. Ptc results added. Text amended accordingly. Additional information received on 07-sep-2022 from patient. Patients gender added. Suspect product therapy date updated. Event onset date updated for aspiration joint and injection site joint effusion. Event outcome, corrective treatment and onset date updated for arthritis and its symptoms. Clinical course updated. Text amended accordingly.

Manufacturer narrative:
Sanofi company comment dated 04-aug-2022: this case involves an unknown age and unknown gender patient who experienced pseudoseptic arthritis caused by synvisc injection, after the use of medical device hylan g-f 20, sodium hyaluronate [synvisc]. Based on the available information, the causal role of drug cannot be excluded for the event. However, further information regarding patient's concomitant medications, underlying condition, concurrent clinical presentation, past medications, post injection routine, injection technique, and other risk factors would aid in better assessment of the case.

Manufacturer narrative:
(B)(6) comment dated (B)(6) 2022: this case involves an unknown age and unknown gender patient who experienced pseudoseptic arthritis caused by synvisc injection, after the use of medical device hylan g-f 20, sodium hyaluronate [synvisc]. Based on the available information, the causal role of drug cannot be excluded for the event. However, further information regarding patient's concomitant medications, underlying condition, concurrent clinical presentation, past medications, post injection routine, injection technique, and other risk factors would aid in better assessment of the case.

Event description:
Pseudoseptic arthritis caused by synvisc injection [pseudoseptic arthritis] ([stiff knees], [arthrocentesis], [irradiating pain], [injection site joint pain], [injection site joint effusion], [pain upon movement]). Stiff with mobility problem [joint range of motion decreased]. Aching all over body [general body pain]. Could not bear any weight on leg [weight bearing difficulty]. Sciatica developed in leg and hip [sciatica]. Could not walk at all for 5 days [walking difficulty]. Case narrative: initial information received on 28-jul-2022 from canada regarding an unsolicited valid serious case received from a other health professional. This case involves an unknown age and unknown gender patient who had pseudoseptic arthritis caused by synvisc injection, stiff with mobility problem, aching all over body, could not bear any weight on leg, sciatica developed in leg and hip and could not walk at all for 5 days with the use of medical device hylan g-f 20, sodium hyaluronate [synvisc]. The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. At the time of the event, the patient's knee was stiff with mild discomfort on (B)(6) 2022, the patient received hylan g-f 20, sodium hyaluronate injection in the knee at a dose of 2 ml once (lot-arsp017b, expiry date: 30-sep-2023; indication: unknown) having the strength 16mg/2ml. On (B)(6) 2022 after a latency of same day immediately after the injection, their knee became very painful (injection site joint pain), stiff with mobility problem (joint stiffness), (joint range of motion decreased). Pain in knee when walking (pain). Sciatica developed in leg and hip (sciatica). Suddenly the complainant could not bear any weight on leg (weight bearing difficulty). Went to hospital for tests. On (B)(6) 2022 after a latency of few days a rheumatologist whom the patient saw 5 days later drained the knee (aspiration joint), (injection site joint effusion) (onset: (B)(6) 2022, latency: 6 days). Diagnosis was provided as pseudoseptic arthritis caused by synvisc injection (arthritis, latency: same day, assessed as medically significant). On an unknown date after an unknown latency patient could not walk at all for 5 days (gait disturbance). Pain spread to other hip (arthralgia) and then aching all over body (pain). Since injection: still pain in knee varying in severity (injection site joint pain). The patient was in possession of the complaint sample and had agreed to providing sanofi with the sample. It was unknown if the patient experienced any additional symptoms/events. There were no lab data/results available. Action taken: unknown for all the events. Corrective treatment: not reported for all the events. At time of reporting, the outcome was unknown for the event sciatica developed in leg and hip, was unknown for the event pseudoseptic arthritis caused by synvisc injection, was unknown for the event stiff with mobility problem, was unknown for the event pain in knee when walking, was unknown for the event could not bear any weight on leg and was unknown for the event aching all over body. Seriousness criteria: medically significant for the event pseudoseptic arthritis caused by synvisc injection. A product technical complaint (ptc) was initiated on (B)(6) 2022 for synvisc (lot/batch number: arsp017b, expiry: 30-sep-2023) with global ptc number: (B)(4).and investigation ID: (B)(4). (B)(6) 2022, hb: the correct lot number: arsp017b has been received from health canada on (B)(6) 2022. The investigation leader has been informed by e-mail on (B)(6) 2022, therefore the lot number has not been updated yet in the investigation record. On 2022-08-25, health canada informed canada country quality that the complaint sample is available. Therefore the complaint status has been updated from "not available" to "requested & awaited" and qa coordination will attempt to retrieve the sample for examination. 2022-08-03 il: lot number and addionnal info requested the lot *962325* that was reported is not a valid lot number according to the manufacturing site and has been changed to *unknown*. The cqh was asked to contact health canada in order to obtain more info on the complaint, such as: the patient's name in order to correlate this complaint with another similar complaint (B)(4) received last may, get a valid lot number, and find out if the sample is available for investigation. The final investigation was completed on 30-aug-2022 with summarized conclusion as no assessment possible. A product technical complaint (ptc) was initiated on 04-aug-2022 for synvisc (lot/batch number: unknown) with global ptc number: (B)(4). The sample status of the ptc was not available. Complaint was set in process. The complaint (B)(4) had been canceled for the following reason: duplicate complaint additional information was received 0n 04-aug-2022 from other health professional from quality department. Strength, batch number and ptc number was added. Additional information was received on 22-aug-2022 from other health professional from quality department. Ptc details added. Additional information was received on 26-aug-2022 from other healthcare professional. Batch number was updated. Text amended accordingly. Additional information was received on 25-aug-2022 and 30-aug-2022 (both processed together with 25-aug-2022) from other healthcare professional. Ptc results added. Text amended accordingly.